Event description:
It was reported by the customer that the pyxis medstation system encountered an issue in which the half-height cubie drawer did not lock properly after multiple attempts. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of the half-height cubie drawer led to a delay in patient care. A field service engineer resolved the issue by repairing tray b cubie catch 6 and clearing foil and debris from the other trays and drawers. The system functioned as intended after the field service engineer troubleshooted the device.